Manufacturer narrative:
One certain® ep® healing abutment 3.4mm(d) x 5.0mm(p) x 4mm(h) (imha354) was returned for investigation. Visual inspection of the as returned product identified that the healing collar is worn from use at the hex, and the threaded region is fractured. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was fractured the same day as placement. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the imha354 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (device fracture) or product (imha354). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an abutment (imha354) fractured during placement. The fractured piece remains inside the implant.